Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely depressed total human chorionic gonadotropin (thcg) patient sample test result was obtained from one patient sample on an atellica im 1600 analyzer. Quality control materials were within acceptable limits prior to the samples being testing. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse reviewed the results of the current calibration and quality controls processed on the analyzer. The cse found that the analyzer had a misaligned reagent probe, dirty aspiration probes and a vacuum issue. The customer reportedly follows operators guide aspiration probe cleaning procedure, but the cse found a dark crust on the tip of the probe, potentially blocking the probe. The cause of the discordant total human chorionic gonadotropin (thcg) patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. MDR 2432235-2022-00252 was submitted for the same event. MDR 2432235-2022-00254 was submitted for the same event. MDR 2432235-2022-00255 was submitted for the same event.

Event description:
One falsely depressed total human chorionic gonadotropin (thcg) patient sample test result was obtained for one patient sample on an atellica im 1600 analyzer. The discordant result was not reported to the physician(s). The same sample was repeated on the same atellica im 1600 analyzer and a higher test result was obtained. The repeat result was reported to the physician(s) as the correct test result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.